Event description:
It was reported that during the procedure, the device would not cross the stent. A second recovery device was used to successfully cross the recover filter. There was not reported pt consequence. The outcome was resolved. There was no additional info available.